Manufacturer narrative:
B4 correction: date of this report, 26may2026, was not late. According to the esg support, was not late due to the FDA esg nextgen helpdesk ticket 443272 and the error logs provided stated: failed to persist a tracking event: field 'msg_ID' doesn't have a default value data map: state_msg=detected sent message with no async mdn received. Sent file was cleaned up, but there is no guarantee that the partner received the file. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure involving the cable unit was twisted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported dark image during reprocessing involving an olympus camera head. There were no reports of patient involvement.